Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0t9lm, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient did not have therapeutic effect until the day of the call. They had been having accidents. They increased stimulation the night prior to call. The patient experienced shocking the morning of the call. Stimulation had not been further increased. The patient decreased stimulation. Eight days later, the patient¿s stimulation was intermittent. They had experienced a couple more instances of shocking. Decreasing and increasing stimulation back resolved the shocking. They also experienced a bowel accident. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.